Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer, and they recalled trying to connect the msl board and the cable, but the problem still exists. The customer checked with the support tool but could not find any issues with it. They already tried replacing the msl connector, but it still did not connect to the host monitor. The rse referenced the service guide citing the fault could be with the main board and so a quote for a main board was sent to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was not identified at the host monitor (no alarms at all) automatically unless it was reconnected. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they recalled trying to connect the msl board and the cable, but the problem still exists. The customer checked with the support tool but could not find any issues with it. They already tried replacing the msl connector, but it still did not connect to the host monitor. The rse referenced the service guide citing the fault could be with the main board and so a quote for a main board was sent to the customer. The quote eventually expired, and the case was closed. Based on the information available, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.